Event description:
It was reported that during preparation for a left antebrachium pta treatment procedure, foreign material was noted on the balloon casing. When the device was removed from its package and the balloon was pulled out from the case, the physician noticed a black foreign object in the case. The procedure was successfully completed with this device without problem. No pt injuries or complications were reported. Pt status is reported as "good."